Event description:
It was reported the customer had excessive bleeding when she inserted the sensor. Customer reported the insulin pump alarmed low and which is set at 4.0mmol/l and when she checked her blood glucose was 2.7mmol/l. Customer went on stating she was 19 weeks pregnant. Customer reported she bleeds consistently during insertion. Customer did not have a test plug. Customer called back do test plug. Customer was advised to speak to doctor about bleeding. Customer's blood glucose was 11.9mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.